Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted no damages on the returned component. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, no damages were noted. Although the returned device had broken suture; however, this condition is not considered a failure mode because this could have occurred when the physician trying to remove the device from the scope. The product analysis of the returned device and product record review did not identify any evidence of either the alleged problem(s) or any defect on the device; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11 (correction): block h10 has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, after the trip wire was secured, when attempting to deploy the bands, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, after the trip wire was secured, when attempting to deploy the bands, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, after the trip wire was secured, when attempting to deploy the bands, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted no damages on the returned component. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, no damages were noted. The product analysis of the returned device and product record review did not identify any evidence of either the alleged problem(s) or any defect on the device; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.